Manufacturer narrative:
(B)(4). The biomedical technician completed the preventive maintenance on the unit and observed no errors. The unit operated to the manufacturer¿s specifications. During laboratory analysis, the product surveillance technician (pst) identified a defective pressure transducer in the electronic patient gas system (epgs) as the cause of the low pressure alarm. The returned power manager board functioned normally. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for cardiopulmonary bypass procedure, a low oxygen (o2) pressure alarm was observed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log analysis, gas system log shows that oxygen (o2) pressure low twice about 30 psi and later both air and o2 pressure went to 0 psi. No other indications of an issue in the log. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) duplicated the pressure problem. The electronic patient gas system (epgs), power manager board and network interface card (nic) were replaced, but the problem still existed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The network interface card (nic) was returned to the manufacturer on 26-oct-2017. During laboratory analysis of the nic, the product surveillance technician (pst) observed no low-pressure alarm during electronic patient gas system (epgs) calibration. The service repair technician (srt) replaced pressure transducer as a precaution. He then manipulated connections at board and at air transducer and found that the low pressure alarm was an intermittent issue. He replaced both transducer cables as a precaution. The srt performed leak test and verification/release test. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) tested the pressure transducer, software module, and cable assembly, pressure transducer. The pst observed no low oxygen (o2) pressure alarms occurred with the returned parts installed into a lab use electronic patient gas system (epgs). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.